Event description:
It was reported that this pacemaker exhibited oversensing of noise causing pacing inhibition on the right atrial channel. Such noise was able to be reproduced through isometric movements. The pacemaker sensitivity was reprogrammed and remains in service. No adverse patient effects were reported.